Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. This does not confirm the reported event that the balloon burst. It is possible that interaction with the scope and the anatomy during the procedure could create friction on the balloon, causing the reported issue of balloon torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when being inflated to 15mm. The procedure was completed with a different cre balloon of the same size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when being inflated to 15mm. The procedure was completed with a different cre balloon of the same size. There were no patient complications reported as a result of this event.